Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control determined that the cause of the reported issue was due to an electrically shorted capacitor, designator c76 on the digital pcb assembly. The shorted capacitor caused excess off current, which depleted the internal hybrid layer capacitor (hlc) batteries and prevented the device from powering on. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device displayed the charge-pak and attention icons. There was no patient use associated with this event. Upon evaluation of the customer¿s device, physio-control observed that the device displayed the attention, service wrench and charge-pak icons, and would not power on.

Manufacturer narrative:
Gtin/device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device displayed the charge-pak and attention icons. There was no patient use associated with this event. Upon evaluation of the customer¿s device, physio-control observed that the device displayed the attention, service wrench and charge-pak icons, and would not power on.